Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer requested and delivered a bolus in addition to a manual injection delivered prior to the bolus resulting in a low blood glucose (bg) level. The customer's bg level was 48 mg/dl. Customer drank juice to address the bg. Recommendation was made to consult with healthcare provider regarding diabetes management.